Manufacturer narrative:
(B)(4). The pump was returned for a critical pump error (open book image) per event date (B)(6) 2021. Insulin pump received with critical pump error (open book) and thus download unsuccessful due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Insulin pump received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. However, insulin pump tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. The following were noted during visual inspection fading serial number label, broken belt clip rails and cracked retainer . The insulin pump p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and water inside. No harm requiring medical intervention was reported. The customer will discontinue the use of device.